Event description:
It was reported that log files were submitted for evaluation concerning pump reset events for a patient that had been in a hillrom envella air fluidized therapy bed for 2 weeks without issue. The pump stopped intermittently on (B)(6) 2023 around 15:25 while the controller was on the bed next to the patient, outside of the covers. It was noted that the patient was not on battery power and that a ventilator, vacuum-assisted closure therapy, a monitor, and infusion (IV) pumps were also in use at the time of the event. There were no noted changes to the patient's environment at the time and their mean arterial pressure was in the 50s mmhg. The system controller was exchanged from (B)(6) to (B)(6) and a 500 ml bolus of albumin was given. Upon changing the controller, the pump resumed the set speed and the patient stabilized. Their new backup controller was (B)(6). The patient had not been having issues with their ventricular assist device (vad) prior to these pump stops. Log files from the original controller recorded several pump resets on (B)(6) 2023 that reoccurred with some frequency during this period. After each pump reset the controller restarted the pump. The controller logs indicated that the pump power was normal during this series of events and pump power was maintained at all times. This presented similar to pump resets cause by electrostatic discharge, which is indicative of potential environmental interference. The patient remained vented in the intensive care unit (ICU), and the pump resets resolved after the controller was exchanged. Log files from the newer controller recorded no unusual events. There were no additional pump resets after the controller exchange.

Manufacturer narrative:
Related controller MFR# 2916596-2023-07541. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that log files were submitted for evaluation concerning pump reset events for a patient that had been in a hillrom envella air fluidized therapy bed for 2 weeks without issue. The patient¿s pump intermittently stopped on (B)(6) 2023 while the controller was on the bed next to the patient, outside of the covers. The patient was on a ventilator with a tracheotomy in the intensive care unit (ICU), and when the pump stopped, the patient¿s mean arterial pressure (map) was in the 50s. It was reported that the patient¿s blood pressure was monitored via arterial line and transiently showed a blood pressure of 0. The patient received a 500 ml bolus of albumin, and their controller was exchanged. Upon changing the controller, it was reported that the pump resumed the set speed and the patient stabilized. The patient was on a hillrom envella air-fluidized therapy bed; however, it was reported that the patient had been on the same bed/environment for weeks without issue. It was also noted that the patient had a percutaneous endoscopic gastrostomy and catheter. Other equipment was also in use, including a vacuum-assisted closure therapy device, a vital sign monitor, and intravenous pumps. Log files from the original controller recorded several pump resets on (B)(6) 2023 that reoccurred with some frequency during this period. After each pump reset the controller restarted the pump. The controller logs indicated that the pump power was normal during this series of events and pump power was maintained at all times. This presented similar to pump resets caused by electrostatic discharge, which is indicative of potential environmental interference. The patient remained vented in the intensive care unit (ICU), and the pump resets resolved after the controller was exchanged. Log files from the newer controller recorded no unusual events. It was reported that there had been no additional pump resets after the controller exchange.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed multiple pump resets, which appear consistent with electrostatic discharge (esd) events. The events reportedly occurred while the patient was on an air-fluidized bed; however, a specific cause for the esd events could not be conclusively determined through this evaluation. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported patient conditions could not be conclusively established. The submitted log files were reviewed and found that several pump stops were captured on (B)(6) 2023 that were consistent with pump reset events due to esd. Some of the pump reset events activated the associated audio/visual alarms per design. It was noted that pump reset events consistent with esd were also captured following the controller exchange, within approximately 1 minute following the exchange. No further pump reset events were captured in the additional approximately 19 hours of the log files. The system appeared to be operating as intended, and there were no other notable alarms active in the log files. Abbott has initiated a corrective action / preventive action (CAPA) to further investigate heartmate 3 lvad pump reset from esd during specialty bed use. The patient remains ongoing on (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of the heartmate 3 lvas, including respiratory failure. Section 6 ¿patient care and management¿ explains that strong static discharges should be avoided, and high levels of static electricity may damage and/or interfere with the electrical parts of the system, disrupt communication, and cause the left ventricular assist device to stop. This section instructs that the device should be connected to battery power when performing activities that can generate static electricity and lists some possible activities that can generate static electricity. Section 6 also contains a section entitled ¿electrostatic discharge¿ that lists ways to reduce static electricity. Section 7 ¿alarms and troubleshooting¿ explains system alarms and the recommended actions associated with them. Electrostatic discharge is included in the ¿safety testing and classification¿ tables of this document. The heartmate 3 lvas patient handbook, rev. D is currently available. Section 1 ¿introduction¿ warns that high levels of static electricity may damage or harm the system and may cause your pump to stop. This section instructs that the device should be connected to battery power before performing activities that can generate static electricity and lists some possible activities that can generate static electricity. Section 4 ¿living with the heartmate 3¿ also contains a section entitled ¿static electricity¿ that lists ways to reduce static electricity. Electrostatic discharge is included in the ¿testing and classification¿ tables of this document. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d1: corrected. Section d4, catalog number: corrected. Section d4, primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.